Event description:
On 2026-apr-07 additional information was received from the manufacturer representative. The rep stated that all impedances were invalid. The cause was unknown, but likely due to the lead being very old.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0te4m. Implanted: (B)(6) 2015. Explanted: (B)(6) 2026. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va0te4m); product type: 0200-lead; implant date (B)(6) 2015; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the lead was still in use and not removed on (B)(6) 2026. It was reported that the lead had a bad impedance check when the physician closed that day. They had to bring the patient back in on (B)(6) 2026 to replace that bad lead and insert the new lead that was currently implanted.